Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of specification with low fluid numbers. The low fluid numbers were a result of a failed upstream sensor. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion. It was also reported that there was no pt involvement.